Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified mid-section and distal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diamter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 20-may-2021. It was reported that crossing difficulties were encountered. The less than 90% plaque burden stenosed target lesion was located in the highly tortuous distal left anterior descending artery. After a samurai guidewire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite using high pressured balloon. The lesion was then stented with a different device, followed with post-dilatation and the procedure was completed. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.